Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.